Event description:
It was reported that when using the bd pyxis¿ medbank tower while issuing medication, a cubie was not seated correctly. When the user attempted to place the cubie back during restock, the system did not accept it, indicating that the cubie was out of date for restocking. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not seated correctly and when user trying to issue medication by putting cubie back it under restock it would not take and was shown as cubie was out of date to restock. A technical support specialist used cubie admin to restore the cubie to its proper position, then performed a cycle count to verify functionality and confirm the medication count was accurate. The system functioned as intended after the technical support specialist troubleshot the device.